Event description:
It was reported via repair work order that the brake pedals would engage intermittently due to damaged brake crank assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.